Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a damaged mounting plate screw this condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Aware date in initial MDR should have been: (B)(4) 2012

Manufacturer narrative:
(B)(4). The observed condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged mounting plate screw. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent.